Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified creases: the photos show a possible opening but due to the way the picture is taken, the side cannot be determined. Device patch with lot (or catalog) number lot number: 622624 and catalog number: 68-240.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.